Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens was exchanged with a same length lens of a different model and the problem resolved. Cause of the event listed as other, "refractive surprise, low accommodative amplitude due to patient age."

Manufacturer narrative:
Additional information. D4: serial # unknown. D4: expiration date: unknown. D4: UDI: unknown. H4: device manufacture date: unknown. Claim: (B)(4).

Manufacturer narrative:
Corrected data: initial MDR g3 date: 02-july-2025. Claim: (B)(4).

Manufacturer narrative:
Corrected data: initial MDR g3 date: 07/02/2025. Claim: (B)(4).